Event description:
(B)(6) -the dealer reported that the xpo100b portable concentrator was malfunctioning. There was no available information in regards to the nature of the malfunction, and / or if the unit alarmed as designed, indicating to the patient to seek alternative oxygen option. No patient injury was reported,